Event description:
A group of discordant low tacrolimus (tacr) results was obtained on qc and patient samples relative to the prior lot of tacr reagent. The results were reported to the physician. The samples were retested at an alternate laboratory and higher results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discordant low tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant low tacrolimus results relative to the prior lot is unknown. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
(B)(4). Additional information: siemens healthcare diagnostics inc. Issued an urgent medical device recall on 11-14-2012. The recall letter confirmed the complaint of low sample recovery with dimension(r) tacr flex reagent cartridge lot fa3085. The recall letter instructed customers to immediately discard any remaining reagent cartridge inventory of lot fa3085 and to contact siemens healthcare diagnostics for replacement with non-impacted lots.